Event description:
It was reported that the patient received multiple inappropriate shocks from the device for what the clinicians diagnosed as rapid ventricular response with sinus tachycardia due to intermittent far-field r-wave oversensing. Reprogramming was done and the device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419388 implantable pacing lead (B)(6) 2004; 694765 implantable tachy lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.